Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for left side. Device remains implanted.

Event description:
Patient reported rupture. Later healthcare professional reported "prosthesis ruptured". This record is for left side. Device has been explanted and replaced. It is unknown if device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2, d4, d6(a), d6(b), g2, g4, h4, h6 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.